Event description:
Item didn't close properly.

Manufacturer narrative:
(B)(4). The device was decontaminated and observed for function. The grasper arms were able to advance properly but couldn't retract all the way into the cannula. The arms were bent as if they had been forced up against something. This caused the device not to close properly. We checked the in-process orders for this and like products for any indication of this prior to shipment. There were no issues. Each suture grasper is hand assembled and checked prior to placing the guard over the cannula. This check ensures that the arms advance and retract smoothly and properly. The complaint was caused by user error.